Event description:
The customer reported that her blood glucose rose to 409 mg/dl. She also reported that the cannula may not be inserted properly and may be kinked.

Manufacturer narrative:
The product was not returned for eval. Unable to confirm any product malfunction. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula may have dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.